Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blood glucose value on the right side of the touch screen did not match the most recent value on the continuous glucose monitor graph. There was no reported impact to customer's blood glucose. The customer declined further troubleshooting with tandem technical support.